Event description:
It was reported the patient had a return of nausea symptoms to the same level as prior to device implantation. The patient also had had abdominal pain for "several" months. A kub (kidneys, ureters, and bladder) x-ray was performed, and the results revealed the device and leads were intact. An esophagogastroduodenoscopy (egd) was performed about 10 days later, and the results showed the trumpet anchor penetrated through the mucosal surface on the greater curvature anteriorly at the junction of the gastric body and antrum. The leads were explanted and replaced, and the patient recovered uneventfully. See attached user facility medwatch. See also manufacturer's report # 3004209178-2012-02801 for previous device issue.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2009 (B)(6), explanted: na, product typ lead product ID (B)(4), serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product typ lead. (B)(4).